Event description:
Prior to surgical procedure technician powered on anesthesia machine and screen came up with "system malfunction" and locked up. Machine exchanged with loaner and case proceeded with loaner and case proceeded. Machine sent to biomedical engineering for evaluation. Machine in service for less than 120 days.